Event description:
It was reported that a pump had a bad sensor and failed calibration. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval received the device inoperable due to a constant "upstream occlusion!" Alarm. Eval found the sensor readings with a fluid filled tube below specifications, caused by a failed sensor. Low ultrasonic readings would make the pump more sensitive to nuisance upstream occlusion alarms. The device was not within specification in relation to the reported symptom. The upstream sensor and pusher were replaced.